Event description:
Per trust study crf form, this leads impedance was 1608 ohms and was seen on the home monitoring report in 2008. Pt was seen on three days later in clinic and it was decided to watch impedance of this lead via home monitoring. On 2/5/08 it was noticed that the lead continued to deteriorate and the decision to revise was made. On the following month, the lead was cleaned and reconnected during a revision and this lead impedance was then normal.

Manufacturer narrative:
The device was not returned for analysis. Therefore the analysis is based on the inspection of the qual documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the qual documents showed a regular mfg process.